Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "pump tubing primed, and placed into pump to infuse to pt clamps open after infusion initiated on pump, pump started to alarm for obstruction. The rn then opened the channel door of pump to find that a bubble had developed in the pump segment infusion was stopped, and new tubing obtained pump channel utilized was evaluated by clinical engineering, no detects found in pump functionality." There was no harm.

Manufacturer narrative:
The customer report of a bulge in the silicone segment component was confirmed based on the provided photo and testing performed on the received set. Although no obvious bulge was observed along the silicone segment component, it was noted that the area directly below the upper fitment felt weaker as compared to the rest of the silicone segment component. Further testing was performed by attaching a lab gauge needle to the male luer end of the reprimed set and the set was loaded into a lab pump module. The pump module door was then closed, and a fluid filled lab syringe was attached to the set's smartsite ports below the silicone segment component. The tubing above the port was clamped and the fluid within the syringe was attempted to be pushed through. There was no observation of bulging on the silicone segment. The fluid push was repeated; however without clamping the tubing it was observed that the silicone segment bulged at the area directly underneath the upper fitment component. The bulge is caused by excessive pressure within the silicone segment. The root cause for the source of the excessive pressure during the reported event is unknown.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "pump tubing primed, and placed into pump to infuse to pt clamps open after infusion initiated on pump, pump started to alarm for obstruction. The rn then opened the channel door of pump to find that a bubble had developed in the pump segment infusion was stopped, and new tubing obtained pump channel utilized was evaluated by clinical engineering, no detects found in pump functionality." There was no harm.